Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced an acute myocardial infarction, hypotension and expired the same day. It was further alleged that the event was caused by product administered for dialysis treatment.